Manufacturer narrative:
H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a capped and active right ventricular (rv) leads due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the capped rv lead, steady progress was made down the innominate, into the superior vena cava (svc), and down the ra. Once past the svc, the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began; including recuse balloon and sternotomy. A superior vena cava (svc) perforation was discovered and repaired, and the patient stabilized. The extraction procedure continued, and utilizing a spectranetics 11f tightrail sub-c rotating dilator sheath, both leads were removed. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.